Event description:
Device was returned to MFR with no detail info of the event. Investigation of returned device revealed partial breakage of the guidewire, of which distal end was secured by a snare and a microcatheter. Details of the context of event occurrence could not be obtained despite repeated attempts to distribution and the medical facility.

Manufacturer narrative:
Sem observation revealed core wire separation due to continuous counterclockwise torque manipulation. Coil was elongated but confirmed not separated, the guidewire was one unit up to distal end. The separation of the core wire of the guidewire is inferred to have occurred due to the excessive rotational manipulation continuously applied to the guidewire of which distal end is trapped. Lot history review revealed no anomaly relating to the reported event with this production lot. All lot met the acceptance criteria for product release. Warning section of IFU describes; "observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip; if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction.